Event description:
It was reported that a spectrum pump had a "keypad malfunction." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "keypad malfunction" was reproduced and confirmed through evaluation. The evaluation found that the #2 key worked intermittently. The remaining keys were functioning as designed. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.